Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_wrench_acc, product type: accessory. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID 3058, serial# (B)(4), implanted: (B)(6) 2016, product type implantable neurostimulator. Ipg ((B)(4)) was returned and analysis found the set screw was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: neu_wrench_acc, product type: accessory. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A manufacturer representative (rep) reported they were doing a full implant and connected the lead to the implantable neurostimulator (ins), but had high impedances, greater than 4000 ohms, on 0-1, 0-1, 0-3, 2-3 when running at 1.5 v and 1.7 v. The rep stated they disconnected the lead, dried it off and reinserted and made sure it was inserted all the way and impedances were still high. The rep stated they replaced ins, but the impedances remained over 4000 ohms on 0-1, 0-2, and 0-3 when running at 1.5 v. The rep performed an electrode impedance test at 2.0 v and 360 pulse width and results indicated no anomalies. The rep stated all combination were within range, the values were 3864, 1930, and 3987 ohms. The ins was being used for motor testing, at rate 14, pulse width 210 us, cycling 3 seconds on 3 seconds off. The amplitude was increased and bellows and toe flick was present at normal amplitude values. The rep stated they tested 0-3 combination and saw response at 2.3 v and then tested 1-2 combination and saw a response at 1.9 v. There were no symptoms reported. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.